Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged the battery compartment was cracked with moisture present. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked at the threads on the side, and below the grip pad. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump. A leak test failed due a battery compartment leak. The pump powered up with auditory and vibratory alarms to a blank screen. The reported power complaint was unable to be investigated due to the blank display. The pump cover was removed to find moisture corrosion to the eeprom and the power printed circuit board.